Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes during patient treatment, indicating disabled valves and communication error. There was no patient harm. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The service was not requested by customer. We have received logs and can confirm the reported failure. The ventilator was taken out of service and we do not have future information. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The root cause of the reported event has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).